Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm for 10-15 seconds. The device was simply removed from the patient's body. The procedure was competed with a different device. No patient complications were reported.